Manufacturer narrative:
Additional information received on march 4, 2022 indicated that on physical examination showed the left implant was ruptured, intraoperatively the left implant was obviously ruptured and the right was intact. The patient underwent bilateral replacements as follow: l/ cat#: 3504001bc, sn#: (B)(6), r/ cat#: 3504001bc, sn#: (B)(6). This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 stated that the patient scheduled for bilateral replacements with unspecified implants on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 18, 2022 indicated that the date of surgery was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 350cc saline on the left side, and unknown mentor saline on the right-side breast implant experienced bilateral deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis